Event description:
It was reported to boston scientific corporation that a captiflex extra small oval flexible snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the plastic sheath near the handle broke and there were no other issues noted with the device. The procedure was completed with another captiflex extra small flexible snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of working length detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned product found the flare detached. Additionally, the wire has kink. The complaint was confirmed; the device has flare detached. The device also presents a kink on the wire which was probably caused by manipulation during procedure. The kink could cause resistance and friction during actuation resulting to flare detachment. The most probable root cause for this event is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex extra small oval flexible snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the plastic sheath near the handle broke and there were no other issues noted with the device. The procedure was completed with another captiflex extra small flexible snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.